Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The manufacturer¿s representative (rep) reported the patient had not charged and the battery was overdischarged. The patient believed that she saw the doctor symbol and elective replacement indicator (eri) or end of service (eos) on her patient programmer (pp) or implantable neurostimulator recharger (insr). The patient wanted to get stimulation about one month prior to the report. The rep. Was going to do a physician mode recharge (pmr) or two the day of the report. The rep. Later reported that there was a problem with the pp. It was unable to make adjustments with or without the antenna attached. Additional information received from the rep. Reported that the patient had a rechargeable device and he believed it was implanted in approximately (B)(6) 2011. The rep. Saw the patient and was able to get the device recharged and did some minor reprogramming. The patient was very happy and receiving effective therapy with good coverage.

Manufacturer narrative:
Concomitant products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).